Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn´t close and they came out fired. The stapler was checked and fired. The stapler recovered its functionality but four clips were lost. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4).